Event description:
It was reported that during a biliary stenting treatment procedure the pull wire was bent. The target lesion was in the common bile duct (cbd). The physician attempted to advance an rx stent/7 x 5cm along an unspecified type of guide wire when the pull wire of the device exited from the device's guide catheter port. The physician was able to remove the guide wire, pull the inner catheter and pull the pull wire back into the catheter. The procedure was able to be completed with this device. There were no patient complications reported with the patient's current condition listed as "good."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.